Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging migraines, nasal/throat irritation or soreness. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged migraines, nasal/throat irritation or soreness. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internally and found small, black contaminate within blower box, dust/ dirt contamination found at the air inlet, on the iso port, top cover, motor casing/ impellers, blower box was inconsistent with degraded sound abatement foam contamination, presence of contamination throughout the airpath. Mineral spots consistent with water ingress were found on the blower box and motor casing. Slight black contamination at the blower seal of the blower box appears consistent with the keratin contamination. Could not confirm the allegation related to the sound abatement foam degradation, presence of contamination and water ingress into the blower box were confirmed. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but presence of dust/ dirt contamination and liquid ingress were observed and are consistent with being from an external source. Section h6 were updated in this report.